Event description:
It was reported that in anesthesia, when the md was about to use the needle in the pt's jugular vein, he found the hub of the needle was broken. As a result, a new kit was opened; however, the same issue was found. See MDR#: 9680794-2012-00008 for the second event involving the same pt. A delay was reported, however, there was no death or harmful complications as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.